Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with the sensor readings. Last week her blood glucose level ranged from 300 mg/dl to 400 mg/dl. The customer treated by changing the infusion set. Troubleshooting was declined. The device was not returned.